Manufacturer narrative:
- Analysis of the provided expertise files confirmed the reported event: on (B)(6) 2025, the interrogation session of device implantation started at 11:08, with good wireless ble quality. During the leads test at 11:47, the tests failed due to lower wireless ble quality (due to fr perturbations). Then the tablet switched to inductive communication, and ble communication couldn¿t be re-established. - the observed issue to re-start bluetooth communication resulted from a rare windows error. - a second interrogation started at 12:05 could be established in ble (with medium quality). Normal bluetooth communication was restored. - this case is followed in trending - analysis of the provided expertise files confirmed the reported event: on (B)(6) 2025, the interrogation session of device implantation started at 11:08, with good wireless ble quality. During the leads test at 11:47, the tests failed due to lower wireless ble quality (due to fr perturbations). Then the tablet switched to inductive communication, and ble communication couldn¿t be re-established. - the observed issue to re-start bluetooth communication resulted from a rare windows error. - a second interrogation started at 12:05 could be established in ble (with medium quality). Normal bluetooth communication was restored. - this case is followed in trending.

Event description:
Reportedly, during the replacement of a dr ICD, there was an ble connection issue at the end of the intervention. The defibrillator was implanted; in ble some lead tests were correctly performed. Suddenly, the ble was lost during lead impedance test. The reconnection message appeared several times, but the ble connection could not be reestablished (even with trying different tablet position or place). The inductive head/connection was used to finish the intervention. At the end of the intervention, a new interrogation of the same ICD could be successfully performed with ble connection.